Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator and lead was completed. There were no anomalies found with the pulse generator. The generator performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the vns patient¿s device showed high impedance. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. The patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. Pre-operative system diagnostic results showed high impedance (dc dc ¿ 7). Prior to replacement, the surgeon reinserted the lead pin into the generator header; however, high impedance did not resolve. The replacement generator was tested with the existing lead and diagnostic results continued to show high impedance (impedance value ¿ 9800 ohms). The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.